Event description:
It was reported that prior to a fistulogram, guide wire damage was noted. Upon unpacking the starter guide wire, "a burr was noted at the j-tip." The device had no contact with the pt. The procedure was completed with another of the same device. The pt status was reported as "good".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.